Event description:
A surgeon reported a pt with a less than optimal outcome following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints in the reported lot number. Attempts had been made to obtain additional info on 07/02/2012 and 07/09/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).